Manufacturer narrative:
Spacelabs technical support remotely assisted the customer biomed, and the reported issue was verified. Findings show that the (B)(4) chip needed to be replaced to restore the system settings. The customer biomed was provided information to order a replacement (B)(4) chip and declined further assistance. This report is considered complete and the matter closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, a customer had a power outage and after the outage their telemetry central monitor only had the bedside option and therefore was no longer monitoring patients. The customer installed a spare central monitor to resume telemetry monitoring. No one was injured as a result of this event.